Event description:
On (B)(6) 2014, a customer reported unexpected negative reactivity with capture-r ready-ID, lot id233.

Manufacturer narrative:
Upon review of the customers testing, an anti-e was not identified on the extended antibody identification panel. In-house testing confirmed the presence of the e antigen on retention capture-r ready-ID, lot id233. Controls performed as expected. A product deficiency was not identified.